Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited low pacing impedance measurements and had high capture threshold. Programming changes were made. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.